Event description:
A hospital in (B)(6) reported that a heater wire was "broken halfway down the tubing." No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the electrical resistance of the heater wire in the inspiratory tube of the returned breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check could not be performed as no lot number was provided for this complaint. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).